Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Date of event: the date when the mayfield head holder adapter screw got bent is unknown. The date of the last preventive maintenance (B)(6) 2018 that was performed on this device prior to the issue being noticed (B)(6) 2018 was entered as the event date. It is assumed that the screw got bent between those two dates.

Event description:
During the preventative maintenance it was noticed that the mayfield head holder adapter screw was slightly bent.

Manufacturer narrative:
It was reported that during a preventive maintenance the mayfield head holder adapter was found to be slightly bent. Event summary, device history record review and complaint history review did not identify contributing factors. The part was not returned for investigation. The field service engineer who noted the issue stated that the mayfield head holder adapter remains functionnal. A review of the picture and of the video of the part enabled to confirm the reported issue. It is likely due to a mishandling - like a shock or drop - of the part during the surgical use or the storage. The cause for this issue can not be determined based on the available information.

Event description:
During the preventative maintenance it was noticed that the mayfield head holder adapter screw was slightly bent.